Event description:
Discordant advia centaur ipth results were obtained for a pt sample. The advia centaur results were lower than expected. The pt was diagnosed with parathyroid adenoma. The pt sample was sent out to be tested on alternate instruments. The results for ipth were higher. The pt sample was also treated on the mass spectrometry and the results were higher. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
The cause for the discordant ipth results is due to possible biotin interference. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous valves may be observed. Samples from patients routinely receiving high dose. Biotin therapy may show falsely depressed results. Add'l info may be required for diagnosis."